Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 26aug2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: conductor breakdown on a redundant power wire and on the rsoc wire of the white power cable. Fluid ingress coating the protective layers of the white power cable and black power cable. Fluid ingress was present on the insulation of the clear wire (v+) of the white power cable and of the black power cable. Small tears in the insulation on the black (v-) and brown (relative state of charge) wires of the white power cable and on the red/white (motor voltage out) and green (v+) wires of the black power cable. A broken strain relief was also observed on the connector side of the white power cable and on the connector side of the black power cable. The reported event of a typical low voltage advisory and power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 8 days of data (12may2021 ¿ 20may2021 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or regular battery depletion were captured on 19may2021 from 08:07:18 to 08:08:34 due to the relative state of charge (rsoc) voltage on the black power cable fluctuating and dropping below the alarm threshold voltages while connected to 14v batteries. There were no other notable alarms throughout the submitted log file. The log file downloaded from the returned controller (serial number: (B)(6)) contained approximately 3 hours of relevant data (12:36:37 ¿ 15:47:09 on 27may2021 per the timestamp). The log file captured the driveline being disconnected on 27may2021 at 15:46:35 and the power cables being disconnected at 15:47:05 to exchange the system controller. No atypical power cable disconnect or low voltage advisory alarms were captured in the downloaded log file. The pump maintained a speed above the low speed limit throughout the log files while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having short alarms whenever the power cables that connected to the batteries were somewhat bent. The patient described the alarm as sounding like a low battery alarm. This was occurring at least once a day. The alarms are resolved by the power cables being repositioned, however the patient was concerned that there was an equipment issue which would require a system controller exchange. The alarms resolved when the patient's controller was exchanged on (B)(6) 2021. The patient was stable and would have a routine follow up in the clinic.